Manufacturer narrative:
H10: in a good faith effort (gfe) response from the philips service operations manager received on (B)(6) 2023, it was stated that the customer refused to provide any additional information about the patient involved. No further information regarding the patient from the time of the device issue is available. The customer was provided a proposal on (B)(6) 2023 for onsite labor by a philips field service engineer (fse). After allowing the first proposal to expire, the customer was provided with a second proposal on (B)(6) 2023 for onsite labor and accepted. An fse went to the customer site on (B)(6) 2023, checking the operation of the device and found no problem with the device. Within the error log, several alarms were seen, and the equipment notified correctly when they occurred. Following the service and maintenance, the device remained operational and met the manufacturers specifications. The device passed the performance verification tests needed to certify the return to operating conditions prior to the alleged alarm failure. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the alarm did not sound. The device was reported to be in use at the time of the reported problem. No patient harm reported. The customer was provided a quote for onsite labor by a philips field service engineer (fse). Further evaluation and resolution are pending the customer's acceptance/rejection of service. This investigation is ongoing.